Event description:
It was reported that during a laparoscope colon resection, the clips did not close correctly, misformed staples. No further information available. Case completed with same like device. No pt consequence.